Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer reported that the alert had not reoccurred after charging the pump for 30 minutes. The customer¿s blood glucose was 92 (mg/dl).